Event description:
Following deployment of tffb-26-96-zt according to the instructions for use, zsle-16-90-zt introduced cl side and was observed to display excessive arterial blood leakage at the level of the haemostatic valve assembly. Physician advised to check all connections and close haemostatic valve rotation unsuccessful in resolving. Blood appeared to be leaking from the valve aperture. A dilator tip was utilized to attempt to maintain haemostasis for completion of the procedure. An exchange to short sheath was declined. Estimated external blood loss 150mls. Zenith main body stent/graft and lliac limo stent/graft deployed successfully. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(6).